Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity failed. The yaw pulley shows no signs of arcing. Additional observation not reported by site was the instrument bipolar yaw pulley was broken. The yaw pulley was missing a .079 x .033 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. Evidence not conclusive, but broken yaw pulley may be due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the broken yaw pulley were to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci prostatectomy surgical procedure, it was noted that the pk dissecting forceps instrument had a wire sticking out at the wrist. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.